Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#1627487-2018-04448. It was reported that during the scs permanent implant procedure on 19 april 2018, the physician could not implant the leads due to patient anatomy. As a result, the implant procedure was abandoned.